Event description:
The haptic of the lens was bent during insertion. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00028 for the intraocular lens used with this delivery device.